Event description:
The customer reported a black screen with white stars when the c-arm was moved from an ap position to a lateral position. This caused a loss of the live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.